Event description:
It was reported that the patient had chest pain after suffering a pericardial effusion from a perforation due to the right ventricular (rv) lead. The lead was repositioned from the rv apex to the rv septum and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.